Manufacturer narrative:
Analysis of the catheter revealed catheter sutureless connector(sc) possible poor connection to pump causing leak or detachment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a leak was noted at catheter connector even while sealed. The catheter was replaced. Patient sustained no injury, recovered without sequel. Drug delivered via the device was gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results of the returned partial catheter was not available at the time of this report. A follow-up report will be sent when analysis is completed.